Event description:
The patient received a cypher implant in the mid left anterior descending. Approximately two months later, the patient suffered a late thrombosis, myocardial infarction, and restenosis.